Event description:
It was reported that the sheath did not break appropriately. The hard clear plastic piece had broken apart from the top rear portion of the light blue handle (not the clear tubing, but the other small clear piece where lead enters). The lead had been attached to this hard clear plastic area when it broke. The blue handle remained in one piece; it did not break in half.